Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient¿s onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the subject meter was reading inaccurately on (B)(6) 2014, at an unknown time, when the patient obtained blood glucose results on the subject meter of ¿290 mg/dl and 70 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the reported results do not meet lfs¿ precision criteria. The patient manages his diabetes with insulin (no adjustments). The reporter denied that the patient had made any changes to his usual diabetes management regimen in response to the alleged inaccurate results he obtained. The reporter alleged, ¿10-20 minutes after [the] product issue¿, the patient developed non-specific symptoms and ¿just felt bad¿. The reporter denied that the patient received any treatment or intervention for his symptoms. At the time of troubleshooting, the cca noted that the patient was using an approved sample site, his test strips had been stored correctly, his test strip vial was not cracked or broken and the subject meter was set to the correct unit of measure. However, the patient¿s control solution had expired and the reporter did not have control solution with which to test the meter and test strips. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury, neither did he receive treatment for any symptoms. However, this complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (01/01/2015). The patient¿s meter has been returned on 12/4/2014 and evaluated by lifescan product analysis on 12/19/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (02/20/2015). The patient¿s test strips have been returned on 1/21/2015 and evaluated by lifescan product analysis on 2/9/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.